Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from cts on how to reset the pump, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.